Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up clinic. It was noted that the right atrial lead failed to capture and exhibited low pacing impedance. The atrial was capped and the left ventricular lead was also capped on (B)(6) 2024 for an unknown reason. The patient was stable.